Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient¿s cgm was reading 300 mg/dl. No bg meter comparison value was reported. The patient was asymptomatic and was ¿feeling good¿ before going to bed. The patient reported that the sensor ¿quit working¿ at some point overnight and she was not alerted to the issue. The following morning, on (B)(6) 2025, the patient was found unconscious (reportedly due to hypoglycemia) by her grandson. Emergency medical services was called and transported her to the emergency room. The patient does not know what the bg meter reading was when ems tested it, as she was still unconscious. It was also noted that her cgm receiver was left at the house when she was taken to the ER, therefore, no cgm values could be viewed in the ER. It was not specified what medication or treatment the patient may have received in the ER, nor when the patient regained consciousness. The patient was discharged from home two days later. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.